Event description:
It was reported that the patient was reprogrammed and the following weekend started to experience intermittent stimulation. She turned the device on and confirmed with the programmer, but didn't feel effect for a while. Then, she felt stimulation "out of the blue". Impedance measurements were normal. Further information is being requested from the hcp.